Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue that wires were frayed. The instrument was found to have a frayed grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, cadiere wires frayed while in use. The customer performed an x-ray and confirmed no pieces fell inside. The instrument had been inspected prior to use, with no signs of damage or malfunction, and did not collide with any other instruments or hard materials during the procedure. The incident did not involve a fragment falling inside the patient. The instrument was removed with the wrist straightened, and no resistance was felt upon removal through the cannula. The surgical staff observed no damage to the cannula or any additional instrument issues, aside from frayed wires. The procedure was completed as planned with a replacement instrument, and there was no patient injury. No photographic images or video recordings are available for isi review.